Event description:
New information was received that the right ventricular (rv) lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, the patient received an inadequate amount of therapy to terminate ventricular tachycardia (vt). As a result, the patient received external defibrillation to treat the vt. The rv lead remained implanted and the patient was eventually in stable condition.